Event description:
It was reported that a pt showed up with pain. X-rays were taken and it was observed that the device was broken. The device was removed.

Manufacturer narrative:
Investigation in progress but not yet complete.